Event description:
It was reported that the customer was hospitalized with high blood glucose of 661 mg/dl, in a hyperosmolar nonketotic state. She was wearing the insulin pump at the time of hospitalization, but it was stated there was no apparent malfunction. Leading up to the hospitalization, the customer experienced nausea, vomiting, and dehydration. Customer was treated with saline with potassium and on sliding scales. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).